Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak was a tear on the cassette. The patient was advised to discontinue the use of their cycler for the night. The patient will follow up with their peritoneal dialysis nurse (pdrn) regarding the incomplete treatment. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door of the cycler. The patient confirmed there was a hole on the cassette when removed from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient confirmed continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak was a tear on the cassette. The patient was advised to discontinue the use of their cycler for the night. The patient will follow up with their peritoneal dialysis nurse (pdrn) regarding the incomplete treatment. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door of the cycler. The patient confirmed there was a hole on the cassette when removed from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient confirmed continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.